Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The physician noted an insulation abrasion. The lead was explanted and replaced.